Event description:
Discordant advia centaur troponin ultra pt results were obtained on multiple pt sample. The results were reported to the physician. The samples were retested on a advia centaur and the corrected results were reported. There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra pt results was due to a cracked acid probe. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.